Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed an "error message when trying to purge-purge impossible: cassette not fixed". Multiple attempts to insert and remove cassette but unsuccessful. Upon inspection, it appears that the pump does not recognize when a cassette is installed. There was no reported patient involvement

Manufacturer narrative:
One device was returned for analysis of complaint "error message when trying to purge-purge impossible: cassette not fixed. Service history review identified this device has not been in for service previously. Event history was reviewed. Visual and functional testing was performed. It appears that the pump does not recognize when a cassette is installed. Reported problem was confirmed. The probable cause of the reported problem was defective latch/lock sensor, and the sensor was replaced. All functional tests of the device passed after repair.

Manufacturer narrative:
H2) additional information: a1-a2 and a4-a6 updated. B5: additional information was provided confirming there was no patient involvement. D4 model number updated.